Event description:
The customer reported that following a diagnostic catheterization procedure on december 8, 1999, a vasoseal es was deployed. The pt was discharged the same day. The next day the pt developed "pain in the right leg with worsening weakness". The pt had an angiogram on december 13, 1999 which revealed decreased right femoral pulse, no palpable popliteal or pedal pulse - 1.5 cm 95% arterial occlusion. Surgery was performed on december 14, 1999 to remove the occlusion. The pathology report revealed "3 segments of hemostatis agent". No further complications were reported.